Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was yellow battery sign indicating internal battery needed change. They exchanged out twice and then became positional. It would not alarm if mobile power unit (mpu) is on its side but would alarm when in normal position. There was no patient harm but was just anxious. There was no interruption of power to the patient at any time the pump was running on emergency backup battery(ebb), when it was unplugged and plugged to mpu. They exchanged the mpu from clinic. The issue resolved when they changed the mpu for a new one. The exchanged mpu was shipped to abbott.